Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose, with unknown blood glucose levels at the time of the incident. The customer was using a new infusion set. The customer took the reservoir out of the pump, pushed the plunger, and no insulin dripped out of the set. The customer was most likely wearing the insulin pump during the incident. No further information was provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.